Manufacturer narrative:
The insulin pump was received with a blank display and constant tone due to corroded electronic assembly. There was also corrosion found on the motor home switch. The pump was received with a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he thinks that his insulin pump is leaking because there is water inside it. Customer's blood glucose is 184 mg/dl. Customer stated that his body and his truck went into the lake. Customer reported that there is fluid under the lcd display. Customer stated that it looks like a fog or something. Customer stated that the pump was alarming before he took the battery out. Customer stated that the truck started rolling downhill and he slipped and fell into a lake. Customer stated that he was only in the water for a moment or two. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.